Event description:
It was reported to boston scientific corporation that three hydra jagwire guidewires, a 19ga expect aspiration needle, hurricane rx dilatation balloon and a needle knife were used during a pancreatic pseudo cyst drain procedure on (B)(6) 2011. According to the complainant, during the procedure, an expect aspiration needle (MFR report # 3005099803-2011-03924) was advanced into the scope and into the patient's pancreatic duct. A hydra jagwire guidewire (MFR report# 3005099803-2011-03887) was advanced through the aspiration needle into the duct. The orifice of the duct was enlarged using a needle knife (MFR report # 3005099803-2011-03928), and the duct was dilated with a hurricane dilation balloon (MFR report # 3005099803-2011-03927). A non-bsc stent was advanced into the duct, however, the cyst did not drain. The stent and guidewire were subsequently removed from the patient. There was no alleged malfunction of the guidewire used with the first stent. A second hydra jagwire guidewire (MFR report # 3005099803-2011-03734) was advanced into the pancreatic duct. A second incision was made in the orifice of the duct. Upon delivering a second of the same stent over the guidewire it was observed that the guidewire was frayed at the lower middle portion. The stent was removed from the patient. The guidewire was also removed from the patient, and was completely intact. A third hydra jagwire guidewire (MFR report # 3005099803-2011-03888) was advanced into the pancreatic duct. A third incision was made in orifice of the duct, and the procedure was completed using a third of the same stent. The scope elevator was reportedly in the up position while exchanging devices during the procedure. On (B)(4) 2011, boston scientific became aware that the stomach of the patient had been perforated and a repeat cyst gastrostomy was completed during the session. The patient went to surgery. The surgery was laparoscopic drainage of intra-abdominal fluid collection related to perforation and abdominal free-air. The patient had an extended hospital stay as a result of this situation. The doctor could not say for certain what caused the perforation. The patient was discharged on (B)(6) 2011.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.